Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 379mg/dl, was in mild diabetic ketoacidosis (dka) and was hospitalized. The following sequence of events occurred: at 2am, the patient was not feeling well, she experienced nausea and had blurry vision; the patient reportedly did not take a bg measurement and had given herself a 4unit correction bolus via the pump; 2 hours later, the patient reportedly felt worse, she experienced severe nausea and felt like passing out. The patient reportedly drove herself to the emergency room (ER) at 4am, upon arrival at the ER; the patient¿s bg was reported to be 379mg/dl and was in mild dka. The patient reportedly was given a 5 unit correction injection at the hospital and the patient¿s bg was reported to be 190mg/dl with no symptoms. It was noted that the patient discontinued the use of the pump. The patient stated that she had reused the same tubing and cartridge and then an hour later her bgs started to elevate. There was reportedly a crack noted at the luer connection and the cartridge was leaking. It was noted that the patient is on a back-up plan and remained off the pump until she replaces the cartridge and tubing. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. The following were contributing factors for the reported bg excursion: the patient reused supplies, had bolused without taking a bg measurement and the luer lock connection was cracked which caused leaking.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas the cartridges were returned to animas for investigation and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridges passed the visual, fill, and force tests. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.